Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 1249mg/dl. The customer had nausea prior to her admission. The customer had also pneumonia, small heart attack, ulcer and possibly a yeast infection on her esophagus. Initially, the customer called and stated that the insulin pump alarmed no delivery during the basal delivery. Troubleshooting was performed, and manually the customer pushed the plunger and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.